Event description:
It was reported that a patient was receiving an unspecified intravenous (IV) medication on a spectrum infusion pump running at 75ml/hr and when a bolus of 250 ml was required, although the bolus feature was on, the pump alerted the nurse that "the rate is too high" (with no further assistance as to how to program the bolus) when they programmed 250 ml at 999 ml/hr. The flow-rate at 999 ml/hr was desirable because it was "the fastest allowable". Therefore, instead of using the bolus feature, the nurse only changed the flow-rate to 999 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The spectrum infusion system operator's manual describes how to set up the bolus mode of operation. The manual informs user that, in order to utilize this feature, the pump must be programmed with either a specific rate (that is available in basic mode only), or a specific volume to be delivered within a certain amount of time. Whenever a healthcare professional is using the pump, they are responsible for ensuring that the right parameters are programmed for the right patient. Should additional relevant information become available, a supplemental report will be submitted.